Event description:
A caller reported experiencing cgm error 42 with their device. There was no adverse impact to the customer¿s blood glucose level. A technical support representative advised the caller to wait 20 minutes after the pump exited storage mode before initiating a sensor session and provided detailed instructions for performing a pump reset. Following the reset, the error did not recur, and the caller successfully began their sensor session.